Event description:
(B)(4). Treatment of a stroke. On (B)(6) 2014, the patient experienced an acute stroke and was admitted to the hospital on (B)(6) 2014. On (B)(6) 2014, the patient underwent mechanical thrombectomy. During the procedure, it was reported one solitaire fr (4-2) was used for three passes in one vessel (this is a contradiction to the instructions for use which calls for no more than 2 passes with the same device). The tici (thrombolysis in cerebral infarction) scale was 2b and aol2. In the meantime, asymptomatic vascular spasm occurred which seemed to be caused by stimulation while using the device inside the patient. The spasm was later confirmed disappeared when MRI (magnetic resonance imaging) was taken on the next day. Shortly after the procedure was completed, the physician observed asymptomatic sah (subarachnoid hemorrhage). Due to the physician's observation, the sah was caused by avulsion injury to the perforating branch. The exact cause of the avulsion injury could not be determined and there was no treatment for it or the sah.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Medtronic (covidien) received additional information that the physician commented about the issue of vasospasm. The vasospasm occurred at m2 where the solitaire fr was deployed, and the cause was considered to be stimulation at the time of device deployment. The post procedural subarachnoid hemorrhage has been resolved, and the patient's current condition is fine.